Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient did some things yesterday and they hurt. Patient was on program 2 at 3.0 and wanted to know how to turn it up. Patient noted they did not feel the buzzing anymore like they did at first. Agent reviewed information. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Pt was asked what led to the pain and not feeling buzzing anymore. Pt responded they have spinal stenosis, degenerative disc disease, scoliosis. They no longer feel the buzzing unless their arms are above their head or it'll say wrong way. They never met up with their physician because his doctor told him to call medtronic. Pt stated they were set at 3.0 and so they set it to 3.2 and now they have no pain and no buzzing. Pt stated the issue has resolved. Pt stated the worst it ever gone buzzing was when they had to do the CT scan because they had to lay flat on their back and with their arms above their head. Luckily the CT scan was short.